Event description:
Litigation papers allege: pt was implanted with a depuy asr hip implant on his left side on or about (B)(6), 2009. After his surgery, pt experienced pain and discomfort in his left hip, metallosis exposure, and excessive levels of chromium and cobalt in his blood. Pt has not yet scheduled a revision surgery.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: event/problem description, brand name, common device name, catalog #/lot #, PMA/510(k) #, manufacture date. Depuy still considers this investigation closed.

Manufacturer narrative:
Additional information event description, date of explant. Depuy still considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Event description:
Litigation papers allege: patient was implanted with a depuy asr hip implant on his left side on or about (B)(6) 2009. After his surgery, patient experienced pain and discomfort in his left hip, metallosis exposure, and excessive levels of chromium and cobalt in his blood. Patient has not yet scheduled a revision surgery. Update: (B)(4) 2011 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Update 5/7/2013 - medical device declaration form was received stating the dor.